Event description:
This supplemental report is being filed to update the device model number and additional manufacturing narrative.

Manufacturer narrative:
Additional information was received confirming interrogation of this device was subsequently successful.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this device was unsuccessful despite troubleshooting efforts. No adverse patient effects were reported.